Event description:
The insertable length of the iab was too short. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 6/19/97.) (Pt's current staus: unk - rpt'd 6/19/97.)